Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 523 mg/dl, at the time of incident. Customer was not using the auto mode feature at the time of the event. Customer did receive calibration required alert. Customer gave bolus for blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 523 mg/dl, at the time of incidence. Customer did receive calibration required alert. Customer gave bolus for blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.